Event description:
The battery was at end of service. There was lead breakage that prompted increased amplitude requirements for therapy. The settings were 6v, 450pw, 60 hz, 0+, 1+, 2-, 3+, 9+, 11-, 13+, 24 hours/day usage. The device was replaced. The patient outcome was reported as "good".

Manufacturer narrative:
(B) (4).